Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated with the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. The customer reported that on (B)(6) 2021 the initial test generated sars-cov-2 positive. Subsequently 4 new samples were collected between (B)(6) 2021 - (B)(6) 2021, the first two retests were performed with another cobas® liat® (sn unknown) both generated sars-cov-2 positive. The other two retests were performed with the immunochromatographic assay and smart gene sars-cov-2 assay, and he results were negative. It is unknown which results were reported. No apparent harm or injury occurred in relation to the event. Investigation is ongoing and results are not yet available.

Manufacturer narrative:
As no data was provided by the customer, an in-depth analysis of the allegation could not be performed. A non-conformance related to the customer allegation was not identified. As the discrepancy occurred with different test methods, it is possible that the discrepancy is due to the differences in sensitivity and detection technologies between the liat and the different test methods used updated b6: added reagent lot # and exp. Date. Lot used for the test on 01-dec-2021 was 10426x, reagent lot is unknow for the 29th and 30th tests. (B)(4).